Event description:
Fracture in the posterior superior acetabulum during a mako tha 4.0. Event occurred during impaction. X3 screws where used in the acetabulum as a result. Patient information not available. Mako tha 4.0 rob2689.

Manufacturer narrative:
An event regarding intraop fracture involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that an acetabular fracture occurred during cup impaction of the patient's primary total hip procedure. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.